Manufacturer narrative:
Additional information received that the event occurred during testing on (B)(6) 2019.

Manufacturer narrative:
Evaluation results: one cadd-legacy 1 was returned for investigation in good condition. Error code 1870 was evidenced in the event history log. The investigator performed a motor run and infusion test. Error 1870 was not duplicated during the infusion test. The motor was replaced as a preventative measure. The problem source of the reported product problem was unknown. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "lec 1870". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.